Event description:
It was reported that stuck in lesion and difficulty removal that requires additional intervention. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 3.50 x 28mm synergy ii drug-eluting stent was advanced for treatment and inflated the balloon at 11 atmospheres for 6 seconds. The balloon was fully deflated after 6 seconds for removal; however, due to severe calcification, the device got stuck in a calcified nodule. Physician took a snare to retrieve it but it did not work. Hence, physician had to deploy the device there itself. There were no patient complications reported.

Manufacturer narrative:
E1: initial reporter address 1: (B)(6).